Manufacturer narrative:
Results: the cat6 was kinked approximately 1.0, 42.0, and 128.0 cm from the hub. During functional analysis, the cat6 was flushed with air and bubbles were observed coming from underneath the strain relief. The strain relief was unraveled, and the catheter shaft was found to be fractured. Conclusions: evaluation of the returned cat6 revealed that the catheter shaft was fractured underneath the strain relief. If the device is forcefully retracted at extreme angles during removal from the packaging or otherwise mishandled during preparation, damage such as a fracture may occur. The fractured underneath the strain relief likely contributed to the reported leak during preparation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, a leak was found at the hub of the indigo system aspiration catheter 6 (cat6) and the catheter was found to be broken after removal from the packaging and flushing the catheter on the back table. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.